Event description:
The technician indicated that the brakes will pop out of the brake mode.

Manufacturer narrative:
The technician found broken parts in the brake block mechanism. The technician replaced the brake block to repair the bed.